Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in 3 segments. Some of the segments of the lead body appeared to be missing, and the mid body segment was returned with no conductors. Visual observation noted cuts and tears in the outer insulation, stretched conductor coils, and calcification on the distal coil. The observed damage was felt to be consistent with damage related to the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being filed to correct field h11: additional MFR narrative from the previous submitted report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in 3 segments. Some of the segments of the lead body appeared to be missing, and the mid body segment was returned with no conductors. Visual observation noted cuts and tears in the outer insulation, stretched conductor coils, and calcification on the distal coil. The observed damage was felt to be consistent with damage related to the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted calcification of body fluids on the distal shocking coil. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.